Event description:
The event is reported as: the staples don't close and remain open. No patient injury reported.

Manufacturer narrative:
Sample has been returned to the manufacturer, but investigation is still ongoing at this time. The results of the investigation are not available at the time of this report. A follow-up report will be sent when investigation is completed.